Event description:
Event description guidant received information that this transvenous implantable lead dislodged from the right ventricle. Difficulty obtaining a pacing threshold was also experienced.